Event description:
Customer reported that a patient has a radiation skin burn injury presumably caused by two long exams with long exposure time. Investigations are ongoing on the importance of the injury, the dose received by the patient and the system calibration status. An injury is reported, although the extent of the injury is not known at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.